Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip procedure was performed and one clip was implanted to reduce the mr to grade 1. On (B)(6) 2024, a discharge transthoracic echocardiogram (tte) was performed and a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. The mr was severe at grade 4. A second clip intervention will be performed, but a date has not been determined.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.